Manufacturer narrative:
The event occurred outside of the united states, while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin. This occurred with 15 cartridges.